Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009: patient presented with axial lumbar spine pain and decreased rom, right lower extremity pain and weakness, left lower extremity and pain. Patient states pain is made worse by activity and has difficulty getting out of chairs and leisurely walking, standing, and going up and down stairs. Pain has worsened since onset. Patient also reports change in force with urination, bladder incontinence, urinary dribbling, constipation and diarrhea. Patient reports falling down stairs on (B)(6) 2008. Patient presented to physician, and after failed attempts to treat with percocet, esi¿s, and dilaudid, suggested surgery. Patient also reported fall in bath tub in (B)(6) 2007. X rays were taken and indicated, ¿no abnormal rotation or curvature, the sl joints appear to be well maintained and congruent, the femoral acetabular joints appear to be well maintained and congruent, abnormal posterior facet at l5/1 and facet arthrosis l4/5. Lateral/flexion/extension xrays show a pars defect at l5, disk space narrowing at l4/5, degenerative disc disease at l 5/1 and evidence of end plate sclerosis at l5/1. There is spondylolisthesis noted at l5-s 1 and grade ii.¿ lumbar CT/myelogram taken (B)(6) 2008 was reviewed and indicated, ¿degenerative disc changes are noted in l5-s l. Arthrosis is noted in the facet joints of l4-5 (right) and l4-5 (left). Findings consistent with spondylolysis are noted at l5 (bilateral). Left sided foraminal stenosis is present at l5-s 1 and severe. Left sided foraminal stenosis is present at l5-sl and is severe.¿ diagnosis: low back pain . Spondylolysis l5 and bilateral. Degenerative disc disease l5-s 1. Spinal stenosis l5-s 1 foramen bilaterally and severe in appearance. Lumbar radiculopathy on the right. Posterior facet aithrosis l4-5 and l5-s l. Radiculitis / leg pain left lower extremity. Spondylolisthesis l5 on s1 and grade ii. (B)(6) 2009: treatment provided: therapeutic spinal injections: selective nerve root block on the right at l5 and bilateral l5 pars defect. (B)(6) 2009: patient presented for post-treatment examination and reports that overall condition is the same. (B)(6) 2009: patient presented with bilateral l5 pars defects with associated grade ii spondylolisthesis of l5-s1, posterior facet arthrosis l4-5, degenerative disk disease l5-s1, and lumbar spondylosis l4-5. Patient underwent alif at l4-5 and l5-s1 utilizing rhbmp-2/acs and an intervertebral spacer at l4-5 and l5-s1. Anterior segmental instrumentation at l4-l5 and l5-s1 using fixation blades on the implant at l4-l5 and l5-s1 and posterior segmental pedicle screw at l4-l5 and s1 bilaterally were all utilized in the procedure. At l5-s1, ¿patient had a notable grade ii spondylolisthesis and therefore there was a notable significant step off at this region.¿ during implantation of the sextant pedicle screws, ¿it was noted that the patient did not have as good a fixation purchase in the s1 vertebra, therefore redirection of the screw and using a larger screw was necessary. After this, trying to pass the rod from an inferior to superior direction, the rod would not pass across the pedicle screw secondary to the sextant apparatus docking onto the pelvis. Therefore, an additional incision was then made superiorly to pass the rod and then there was no problem passing the rod across the pedicle screws and placing it under compression.¿ patient was transferred to recovery room in stable condition. (B)(6) 2009: patient was hospitalized for pancreatitis. (B)(6) 2009: patient presented for post-op exam and stated the symptoms are 50% better. Patient still reports right lower extremity pain, numbness, and tingling and lower left extremity pain. Patient reports a dull, aching, constant pain in the surgical area. There is no redness, swelling, or drainage at the incision. Patient reports burning about the right and left anterior thigh and is intermittent. There is subjective numbness/tingling in the dorsal aspect of the right foot, toes and is constant. Patient has trouble sleeping and remaining asleep. Lumbar spine routine roentgenograms were taken and indicated, ¿positive callus bone formation anterior to the cage, there are no interval changes, the hardware appears to be intact and at this time it is too early to determine fusion status.¿ axial pain distribution and visual analog scale is 50/5. Appendicular pain distribution and visual analog scale is 50/5. (B)(6) 2009: patient presented with axial lumbar spine pain, right and left lower extremity pain, numbness and tingling. Axial pain distribution and visual analog scale is 60/7. Appendicular pain distribution and visual analog scale is 40/6. Patient reports constipation and diarrhea as well as difficulty falling and remaining asleep. Lumbar spine routine roentgenograms were taken and indicated, ¿positive callus bone formation anterior to the cage, there are no interval changes, the hardware appears to be intact and at this time it is too early to determine fusion status.¿ (B)(6) 2009: patient presented with axial lumbar spine pain, right and left lower extremity pain, numbness and tingling. Axial pain distribution and visual analog scale is 60/7. Appendicular pain distribution and visual analog scale is 40/6. Patient reports const ipation and diarrhea as well as difficulty falling and remaining asleep. Lumbar spine routine roentgenograms were taken and indicated, ¿positive callus bone formation anterior to the cage, there are no interval changes, the hardware appears to be intact and at this time it is too early to determine fusion status.¿ (B)(6) 2009: patient presented with axial thoracic pain, axial lumbar spine pain, right lower extremity pain, numbness, tingling, and weakness, left lower extremity pain and weakness. Thoracic pain is sharp, stabbing, and constant. Thoracic axial pain distribution and visual analog scale is 100/6. Axial pain distribution and visual analog scale is 50/6. Appendicular pain distribution and visual analog scale is 50/6. Patient reports difficulty falling and remaining asleep, constipation and diarrhea. Thoracic roentgenograms were taken and indicated, ¿no evidence of any abnormal rotation or curvature. Lateral radiograph shows patient to have some notable degenerative changes within the disc space within the mid thoracic region. There appears to be no evidence of any fractures.¿ lumbar spine routine roentgenograms were taken and indicated, ¿positive callus bone formation anterior to the cage, there are no interval changes, the hardware appears to be intact and at this time it is too early to determine fusion status.¿ patient diagnosed with idiopathic thoracic pain and mild mid thoracic ddd. It was reported that there was pain and swelling at implant location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.